Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity.¿ remains implanted.

Event description:
It was reported that patient underwent a left hip arthroplasty on (B)(6) 2015. Subsequently, a revision procedure has been indicated due to loosening of the femoral component; however, no revision procedure has been reported at this time. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
Patient underwent a left hip revision procedure approximately twelve months post-implantation due to loosening of the femoral component. The modular head and femoral component were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow up report is being filed to relay additional information. UDI: (B)(4).

Manufacturer narrative:
Devices were not returned so product evaluation could be conducted. The reported event could not be confirmed. Dhrs were reviewed and no discrepancies relevant to the reported event were found. Review of the complaint histories determined no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.